Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was dirt around the forceps elevator. The device nozzle was also clogged, possibly with material not removed in reprocessing. Due to the clogging of the nozzle, water removal does not meet the standard value. Other observations for the device are: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; a-rubber is dirty; scope (s) s-cover, grip, connecting tube, protector of universal cord on control section, universal cord, sc cover unit, and light guide (lg) lens have a scratch; forceps channel port has a dent; switches (sw) sw1 and sw2 have a cut; right/left knob is dirty; universal cord has a wrinkle and a dent; s-connector is dirty; angulation is less; distal end cover (c-cover has a dent; and adhesive around lg lens has wear. The user¿s complaint of leakage from a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of an issue of leakage from the distal end rubber coating (a-rubber). There is no harm to any patient. Upon evaluation of the returned device, it was observed that there was dirt around the forceps elevator. The device nozzle was also clogged, possibly with material not removed in reprocessing. This medwatch is being submitted for the reportable issues of dirt around the forceps elevator and the nozzle clogged, possibly with material not removed in reprocessing, as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event from the customer and information on the foreign material. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, e1, e2, e3, g2, g3, g6, h2, h6, and h10. The foreign material found in the device could not be identified. There is no possibility that this device been used on a patient with the presence of the foreign material. Although customer follows correct reprocessing procedure as per olympus training and instructions for use, in this case the device could not be reprocessed fully (including brushing) due to leakage. Device was not completely reprocessed at the time of return. Customer generally uses sirmaxo detergent and disinfectant for reprocessing. Customer does not have an automatic endoscopy reprocessor. After reprocessing, scopes are kept in almirah cabinet.

Event description:
Addendum feb 20, 2023: customer reported event of leakage occurred during reprocessing. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.